Manufacturer narrative:
Correction: manufacturer report 2938836-2017-32177 did not meet the FDA reporting criteria.

Event description:
During the initial implant of the device, the pacing lead impedance value for the left ventricular (lv) lead was noted to be high. Furthermore, the sensing value obtained was low and it was impossible to measure a capture threshold. High voltage therapy was disabled until a revision could be performed. During the revision of the device following initial implant, the same problems reoccurred when using the device, but when connecting the implanted leads to a pacing system analyzer (psa), the values were normal. The device was explanted and replaced due to a suspected header anomaly. The patient was stable following the procedure with no consequences.